Event description:
Boston scientific (bsc) crm received info that this dextrus right ventricular lead had dislodged following implant. Therefore, a revision procedure was performed and the lead was successfully repositioned. The lead remains actively implanted. This issue will be re-evaluated if additional details are received.